Event description:
A purchasing manager reported "vacuum surge" resulting in an unstable chamber during a cataract with intraocular lens implant procedure. The procedure was completed w/o delay and with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).